Manufacturer narrative:
Zimmer spoke to rn specialist. She stated that a resident obtained graft and she did not believe that it was device related. Upon receipt at zimmer osp, the device was evaluated and it was found to be within calibration at all grafting settings.